Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an over-infusion during use of a clearlink system continu-flo solution set. The baxter pump was set up for 1750mg of vancomycin in 500ml for 1 hour and 20 minutes duration; however after 80 minutes, the pump read 692ml was infused. Furthermore, it was observed that the primary fluid bag was hanging on a looped blue hanger. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.